Event description:
It was reported that the patient experienced a rupture on the base of the ams700 inflatable penile prosthesis cylinder. The left cylinder and reservoir were replaced to complete the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. Additional information received that there was no issue with the reservoir but the remaining saline inside was not sterile and there was blood inside. The reservoir was replaced for proper functioning of the system. Model- reservoir 72404155. Lot sn- (B)(4). Mfg date- 06/27/2014. Exp date- 06/11/2016.

Event description:
It was reported that the patient experienced a rupture on the base of the ams700 inflatable penile prosthesis cylinder. The left cylinder and reservoir were replaced to complete the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
Additional information received that there was no issue with the reservoir but the remaining saline inside was not sterile and there was blood inside. The reservoir was replaced for proper functioning of the system. Model- reservoir 72404155, lot sn- (B)(4), mfg date- 06/27/2014, exp date- 06/11/2016.

Event description:
It was reported that the patient experienced a rupture on the base of the ams700 inflatable penile prosthesis cylinder. The left cylinder and reservoir were replaced to complete the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.